Event description:
It was reported that a patient showed poor wound healing and slight exudation one month after surgery for a lateral ligament injury of the right ankle joint caused by a sprain, where two biosure screws were used (implanted on (B)(6) 2024, along with prp implantation and ligament repair surgery). Upon admission on (B)(6) 2024, the patient underwent arthroscopic examination, synovectomy, lateral tendon reconstruction, joint stabilization, and prp implantation for the lateral ligament injury. Postoperative dressing changes showed good wound healing with no redness, swelling, or fluid leakage. The patient was advised to follow the doctor's instructions and was discharged. One month after discharge, during an outpatient follow-up, poor wound healing with slight exudation was observed, but there was no redness or swelling. Relevant examinations were completed, and symptomatic treatments, including infection prevention and dressing changes, were provided. The swelling of the affected limb significantly subsided, the incision was well aligned, and peripheral sensation and blood circulation were good. A bacterial culture was performed and no bacterial infection was detected. The patient was discharged again on (B)(6) 2025. After continued dressing changes at a local hospital, fluid was noticed oozing from the wound once again. On (B)(6) 2025, a surgical debridement was performed. The current patient status is stable.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.